Manufacturer narrative:
Accordingly, we would like to give a summary of our results regarding the reported issue. As the device in question was not returned by the customer, a physical investigation of the product itself could not be performed. However, the available information has been reviewed. The error description provided by the customer, "blurred image", could not be confirmed. A precise analysis of the cause cannot be carried out because the optic mentioned is not available for closer examination and also no serialnumber is available. One possible cause, based on the customer's description, could be mechanical or chemical damage to the imaging system. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during the use of the hysteroscopic resectoscope, the medical staff found blurry and abnormal images on the lens. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).